Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp. The incident occurred in netherlands. Invovled log files were extracted by the livanova field service representative in charge. From a first analysis it was detected that the error was seen four (4) times in the event date. The affected unit was replaced with a loaner one and it will be sent to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz venous clamp gave an error message (e2551 code) related to its failure. The issue occurred during procedure. The error had no impact on the procedure that was finished safe. Indeed, there was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: livanova technical service inspected the unit, without reproducing the failure: device worked as expected; it was calibrated as precaution. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.